Manufacturer narrative:
Following a review of the device history record for 00a31, all process and test criteria have been verified as complying with the permacol finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. Since 1998 over 200,000 implants based on permacol porcine dermal collagen technology have been distributed globally for implantation. Following a review of tsl's complaint history, tsl can confirm that this is the first complaint that tsl has received reporting calcification of the product following implantation, therefore, tsl believe this to be an isolated occurrence.

Event description:
The surgeon approached the stand at the 2007, foreign association of paediatric surgeons congress and reported that she had used permacol surgical implant to repair a diaphragmatic hernia and the product had calcified. The pt was a 2.2kg male paediatric pt born with a diaphragmatic hernia in 2002. The pt underwent a diaphragmatic hernia repair two weeks later, without complication. However, the following year, the hernia recurred and surgical intervention determined that the permacol had calcified and there was a defect with 5cm of colon herniated. The defect was closed with posterior abdominal wall muscle and the repair was reinforced with a gortex mesh. The current condition of the pt reported by the surgeon in 2007, is described as good.